Manufacturer narrative:
Date of event: (B)(6). Date of report: 19aug2019. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the front bezel to address the reported issue. The fse tested the unit; the unit was fully operational. The unit was within the manufacturer's specification and was returned to service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator unit's navigation ring (nav-ring) had failed. There was no patient involvement reported.